Manufacturer narrative:
The us IFU lists access site complications leading to retroperitoneal bleeding as a result of access above the inguinal ligament and stenosis of the femoral artery as a warning. The us IFU warns "do not use if the patient has marked obesity or cachexia (bmi >40 kg/m2 or <20 kg/m2)." Additional investigation into risk documentation, device history, and case imaging will be performed.

Event description:
A transaortic valve replacement (tavr) was performed on (B)(6) 2019. The patient had a bmi of 44. The teleflex representative spoke with physician prior to access about the patient's bmi in regards to being listed in the IFU as a special patient population.. Deployment depth location for manta was performed three times. All three readings were 7.5mm. The tavr was performed without incident. Following the procedure, yhe manta 18f vascular closure device sheath was inserted and manta was deployed. There was "slight ooze" following the first advancement of the lock advancement tube so the user advanced the lock advancement tube gently a second time and hemostasis was achieved. The time to hemostasis (tth) was reported as being less than one minute. A post closure angio showed good flow and no extravasation. The proctor and physician reviewed pre closure and post closure angios and saw a haziness 5cm proximal to the access site. The physician stated he was not concerned and that he felt it was likely "preexisting, possibly caused by the cath from the valve work up.". The patient's groin was soft and dry as he left the cath lab. Proctor checked on the patient in recovery and he was reported to be restless. The next day, it was reported that the patient had been taken to the cath lab emergently in the middle of the night with an rp bleed. The rp bleed was successfully treated with multiple covered stents. The patient was reported to be fine following the procedure.

Manufacturer narrative:
The device or angiograms were not obtained for investigation purposes. From the complainant report, it was identified the patient had a body mass index of 44. The IFU warns do not use if the patient has marked obesity of bmi >40kg/m². Following the manta lock advancement, a slight ooze was present. A second lock advancement was performed, and hemostasis was achieved. Post angiograms showed good flow and no extravasation confirming a successful manta deployment. It was noted during the angiogram review by the proctor and physician, that there was a haziness proximal to the access site. The physician concluded it was a dissection that they felt was pre-existing to manta deployment and likely occurred during catherization for the valve procedure. Local trauma to the femoral or iliac artery wall, such as dissections, are considered a potential adverse event related to the deployment of vascular closure devices. While in recovery, the patient was moving, crossing his legs and trying to sit up while waking from anesthesia. A retroperitoneal bleed was reported late in the evening which was treated with multiple covered stents. The suspected root cause of the retroperitoneal bleed may be due to user error in utilizing manta in a patient with high access (at or above the inguinal ligament). The poor access may be correlated with the difficulty of gaining access in a patient with a large bmi. Due to the location of the manta deployment combined with the restless of the patient prior to the appropriate time for ambulation, it is likely the implant was unable to effectively maintain a seal and the implant became dislodged. The document history record (DHR) was reviewed and confirmed no non-conformities. Risk documentation was reviewed and confirmed this type of incident is a known risk. The occurrence rate remains below risk documetation acceptable limits. Based on the information reviewed, there appears to be no product quality issue in respect to manufacture, design, or labeling.